Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon claimed that he is not using the device anymore due to the clip cutting the cystic duct when clipping. Now using a different device. There were no patient consequences reported. One device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.